Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient reports that she "occasionally feels a burning sensation around the ins". This has happened a total of 3-4 times over the past month. The first time was reported to be the worst. She feels as though the heat is coming from the ins itself. It is not regular nor is it predictable. It has not been observed by a 3rd party. The first occurrence was as the patient was preparing to recharge. She was reprogrammed sometime shortly before the onset of these symptoms. She otherwise cannot correlate these symptoms to recharging or any other identifiable event. The data from the ins was collected. Impedances were normal. The patient was reprogrammed unitizing the evolve workflow, and, the results of the programming will not be assessed for 72 hours. It is unknown if the issue has been resolved. It was also reported that odd things are happening with the patient's stimulation. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they never stated that 'odd things were happening with the patient's stimulation' and added that they did not know the underlying cause of the symptoms. The rep did not know the cause of the ins heating and did not know if reprogramming the patient resolved the issue. Session data files did not show anything out of the ordinary with the stimulation and no data available could point to root cause of the burning sensation coming from the ins. No further complications were reported.